Manufacturer narrative:
During preventative maintenance, it was observed that some of the leads on the air trap sensor block assembly of the evaluation thermogard xp ivtm system (sn (B)(6)) were not lighting as expected. Although no errors were triggered, the rj45 connection cable between the air trap assembly and the I/o board was replaced to address the issue. The thermogard console passed the power-on-self-test and powered on with no alert or error messages. Following service, the thermogard system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the thermogard console with serial number (B)(6).

Event description:
During preventative maintenance, it was observed that some of the leads on the air trap sensor block assembly of the evaluation thermogard xp ivtm system (sn (B)(6)) were not lighting as expected. No patient involvement.